Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device. The performance data could not be analyzed since the save-to-disk file could not be opened. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device had a reset. The reset was cleared during interrogation and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.